Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7084640. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation, shocking sensation during device optimization and itching between shoulder blades. The patient's implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were explanted.